Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 220728. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, we were unable to complete a thorough sample analysis. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. If the sample becomes available for return, for this incident or any potential future incidents, we would greatly appreciate the opportunity to review. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
IV medication vial accessed through rubber stopper by bd blunt fill needle. Small red contaminant drawn up into syringe, same colour as the vial stopper.